Event description:
The patient had an arterial line placed and zeroed out. It was functioning; however, during the middle of the surgery the numbers were reading high. The a-line was zeroed out again and the following numbers were low. It was repeated 2 more times and at the end failed to zero. The cable was changed, zeroed out and used without any further problems. Any injury to the patient was unknown. Operative reports indicate the patient did well.